Event description:
"Clearlink system secondary medication set 37' hanger with male luer lock adaptor found discolored and sticky in package. Lot (10) sr22b03120 and no expiration date on package. Concern as when rn went to grab a replacement product of a different lot, they had an expiration date and was not discolored.". Manufacturer response for clearlink system secondary medication set 37' hanger with male luer lock adaptor, clearlink system secondary medication set 37' hanger with male luer lock adaptor (per site reporter). [Redacted date] emailed site for pickup and asked for item number and photos. Discoloration can be normal with some tubing, not stickiness. [Redacted date] [redacted name] emailed about product defect.